Event description:
It was reported that muscle stimulation occurred. An iceforce 2.1 cx 90 degree needle was in use during a renal cryoablation procedure. The patient's back twitched/spasmed when the ithaw setting was used on this needle. When ithaw was turned off, the twitching stopped. Passive thaw was used for the remainder of the procedure. There was no harm to the patient.

Manufacturer narrative:
H3 - device evaluated by manufacturer: the device was returned for analysis and the complaint was confirmed. The needle passed all electrical tests and was operated several times in thaw mode. The needle was disassembled for further analysis. It was determined that the resistance wire insulation layer on the heater was damaged (under the spring) during the assembly process leading to intermittent current leakage at that point. Patient spasm can occur when current flows through the patient tissue due to poor needle to console grounding. The secondary cause of poor grounding in the needle is a design limitation.

Event description:
It was reported that muscle stimulation occurred. An iceforce 2.1 cx 90 degree needle was in use during a renal cryoablation procedure. The patient's back twitched/spasmed when the ithaw setting was used on this needle. When thaw was turned off, the twitching stopped. Passive thaw was used for the remainder of the procedure. There was no harm to the patient.